Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h6, and h11. Visual examination of the returned product identified that the package has been opened, and the inner cavity is cracked on one side. The sterility has not been breached. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. The root cause of the reported issue is attributed to transit damage. This complaint is confirmed by an evaluation of the returned product. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue. To monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10-medical product fluted stem mobile tibial component/precoat size 7 item# 00594607001, lot# 62917245. G2- france. H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery two implants were unusable. The packaging closest to the implant was cracked. This breach in the packaging was not visible, as the first packaging was good and masked the second packaging. There is no additional information available.